Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 1.75 mm and appeared used. The pattern on the tip face was consistent with normal degradation. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 68.5%. Since the user can continue to use the device after a portion of the tip breaks off, this will change the pattern on the tip face from one that is consistent with a fracture to one that is consistent with normal degradation. Therefore, the complaint as reported could not be confirmed. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteral lithotripsy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient and was retrieved using a basket. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteral lithotripsy procedure in the ureter performed on (B)(6), 2014. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient and was retrieved using a basket. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.